Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent thrombosis and stent fracture occurred. A synergy¿ drug-eluting stent was implanted to treat a lesion located in a vessel with an expanded side branch. However, stent thrombosis occurred and stent fracture was also noted. No further patient complications were reported.